Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ischemic vt ablation procedure using an intellamap orion high resolution mapping catheter (orion) the patient experienced cardiac tamponade due to a perforation in the left ventricle. After some ablations had been performed a decrease in systolic pressure was noted and tamponade was discovered. In the physician's opinion, the most likely cause of the tamponade was the ablation catheter during treatment of a thin left ventricle apex, however, they were not able to confirm the cause. Pericardiocentesis was successfully performed, however, the tamponade persisted. The procedure was then discontinued, and the patient was admitted to the hospital and transferred to surgery for additional treatment. Further information about the patient's status following surgery is unavailable. The catheter is not expected to be returned as it was disposed of by the site.